Event description:
It was reported that during a procedure to remove implanted hardware, the tip of the cruciform screwdriver blade broke in the head of a screw while the surgeon was removing it. All pieces were retrieved form the pt. Procedure was completed with no harm to the pt.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unk therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.